Manufacturer narrative:
(B)(4). Blade seized/stopped. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2010-00888. The same pt is represented in each medwatch.

Event description:
It was reported that a pt underwent a gynecological procedure on (B)(6) 2010. Approx half way through the procedure, the handpiece stated torquing, the motor drive unit starting flashing and the handpiece stopped working. The settings were tried on anti-clockwise and the cord was straight, but this did not improve the situation. Another like device was used without any adverse pt consequence.